Event description:
No further event informed is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: 24-6551, 50mm lft standard mand, lot 318090a; 24-6562, tmj sm rt fossa comp, lot 294390a; 24-6563, tmj sm lft fossa comp, lot 320940c. Initial reporter occupatio ¿ patient. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a s.upplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00566, 0001032347-2021-00567, 0001032347-2021-00568.

Event description:
It is reported that after a procedure, the patient is experiencing pain, squeaks and clicks from the implant. The patient is expecting to be revised at a future date.